Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain. It was reported that the ins would not charge all the way and did not hold a charge. A patient programmer (pp) change out was considered but was not done because there were no subsequent reports of charging issues. The device was reprogramed. The event was related to the device or therapy. It was resolved without sequelae. No patient complications were reported as a result of this event.